Event description:
Five days post operative a successful transoral incisionless fundoplication (tif) procedure, the patient was transferred to a hospital due to bleeding. He was treated with platelets and the bleeding stopped. This patient has severe coronary artery disease and was being treated with an antiplatelet drug and aspirin, which was not stopped before having the tif procedure due to high risk of a possible myocardial infarction. The surgeon believes that this bleeding was from the medication he was on. The patient recovered and is symptom free with no reflux symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.